Manufacturer narrative:
Preliminary analysis of the returned device showed proper mechanical and electrical operation. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021. The associated ventricular lead was positioned in the septum and its measurements with psa (in bipolar) were: impedance of 617 ohm, detection of 6mv and threshold of 0.4/0.50 ms. During a follow up performed in the evening of the same day, the ventricular lead impedance was above 3000 ohms and it was noted stimulation irregularities. On 04 jun 2021 an x-ray control was performed and no ventricular lead dislodgement was identified. A re-intervention was performed on the same day. During the procedure, without touching the positioning of the lead, the measurements were normal. When connecting the pacemaker to the leads again, the impedance of the ventricular lead was still high and the pacemaker does not switch to bipolar mode. Another pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021. The associated ventricular lead was positioned in the septum and its measurements with psa (in bipolar) were: impedance of 617 ohm, detection of 6mv and threshold of 0.4/0.50 ms. During a follow up performed in the evening of the same day, the ventricular lead impedance was above 3000 ohms and it was noted stimulation irregularities. On (B)(6) 2021 an x-ray control was performed and no ventricular lead dislodgement was identified. A re-intervention was performed on the same day. During the procedure, without touching the positioning of the lead, the measurements were normal. When connecting the pacemaker to the leads again, the impedance of the ventricular lead was still high and the pacemaker does not switch to bipolar mode. Another pacemaker was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021. The associated ventricular lead was positioned in the septum and its measurements with psa (in bipolar) were: impedance of 617 ohm, detection of 6mv and threshold of 0.4/0.50 ms. During a follow up performed in the evening of the same day, the ventricular lead impedance was above 3000 ohms and it was noted stimulation irregularities. On (B)(6) 2021 an x-ray control was performed and no ventricular lead dislodgement was identified. A re-intervention was performed on the same day. During the procedure, without touching the positioning of the lead, the measurements were normal. When connecting the pacemaker to the leads again, the impedance of the ventricular lead was still high and the pacemaker does not switch to bipolar mode. Another pacemaker was implanted.